Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and photo of the damaged part. According to the information provided by the technician, the device was checked and nozzle unit on o2 gas module was found damaged and was replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause of the reported issue has been determined as expected wear and tear.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).